Event description:
Contact states that meter is reporting high results. They alleged that unnecessary insulin was administered, which could have been life-threatening. The customer was not hospitalized for this incident. The meter was disposed of by their physician, and a replacement was provided.